Event description:
Reported indicated that a vns patient's generator had been found to be reset to an output current of 0 ma upon interrogation. Review of the patient's programming history confirmed a burst watchdog timeout had occurred on (B) (6) 2008 and (B) (6) 2008, causing the generator to be disabled. The patient's vns was reprogrammed on (B) (6) 2008 but was turned off on (B) (6) 2008. No adverse events were reported as a result of the generator being set to zero.

Manufacturer narrative:
Analysis of programming history.